Manufacturer narrative:
The manufacturer updated the catalog number in the complaint file. The following fields were updated in this follow-up report: b4 (date of report), d1 (brand name), d3/f14 (email address), d4 (change of catalog number, lot number, expiration date, UDI), f6 (date of becoming aware), f7 (follow up report), f9 (device's age) and f13.

Event description:
The clinician reported that three and a half months after the dental implant was placed in ada site #19 of the patient's mouth, failure of implant was verified. Periodontal disease was present at the time of surgery. Bone graft was placed. Type iii bone and poor oral hygiene were involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.

Event description:
The clinician reported that three and a half months after the dental implant was placed, in ada site #19 of the patient's mouth, failure of implant was verified. Periodontal disease was present at the time of surgery. Bone graft was placed. Type iii bone and poor oral hygiene were involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.